Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), device dislocation ('no essure present on the right. Left fallopian tube not visualized.') And genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done with essure procedure". The patient's medical history included uterine bleeding and anemia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (ablation and ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, device dislocation, genital haemorrhage, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on unknown date essure confirmation test were performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: reporters details updated and patient demographics, medical history were added. Essure indication updated. Added events no essure present on the right. Left fallopian tube not visualized. Abnormal bleeding (vaginal, menorrhagia). Case become incident from other event. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.